Manufacturer narrative:
G1: manufacturer contact facility name: shirakawa olympus co., ltd. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional relevant information becomes available.

Event description:
The customer reported that the camera head cable wire is cut. The issue was found at an unspecified event. There were no reports of patient harm.

Event description:
This supplemental report is being submitted to provide the results of the device investigation. The customer further reported that the type of procedure was therapeutic, however, there was no additional information provided regarding the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device investigation. The returned device was evaluated, and the user's request of a ¿cable wire cut¿ in the camera cable could not be confirmed. The device evaluation did identify the following: scratch on the lens of the main unit, discoloration on the main unit's imaging, corrosion on the electrical contacts of the video connector, and there is a crack on the video connector. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause cannot be identified. However, the cause of the reported event is potentially due to component failure, which is expected or random component failure without any design or manufacturing issue. Based on the investigation, no nonconformances were found related to this complaint. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. Doing so may cause the camera cable to break. - never use a hard cloth or other object that may scratch the cover glass. Olympus will continue to monitor field performance for this device.